Event description:
Clinical study patient ID: (B)(6), (B)(4) - portico ng approval study, (B)(4). It was reported that on (B)(6) 2022, a navitor ng valve was successfully implanted. Post-deployment the patient went into complete heart block, but then eventually converted into sinus with new left bundle branch block. A pacemaker was implanted to resolve the event. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of complete heart block and left bundle branch block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.